Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one pitch cable to be broken at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was observed on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.